Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 14:25:11. During night drain cycle one, the patient's ultrafiltration reading was 1768 ml, indicating the home patient drained 1768 ml more than their maximum programmed fill volume of 2800 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.